Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent the concurrent procedure of alloderm regenerative tissue matrix implantation during mesh implantation on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06625. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent anterior colporrhaphy with dermal allograft, subtotal abdominal hysterectomy with bilateral salpingo-oophorectomy, enterocele repair and gynemesh sacrocervicopexy due to 4th degree cystocele, 3rd degree uterine prolapsed, and genuine stress urinary incontinence.